Event description:
It was reported through clinic notes received on (B)(6) 2011, that the patient has obstructive sleep apnea. He is currently being treated by CPAP. It is unknown if the patient's sleep apnea is related to vns. Attempts for additional information are underway.

Event description:
Attempts to obtain additional information have been unsuccessful to date.